Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt shocks during recharging at the implantable neurostimulator (ins) site. The patient reportedly saw an 'arc' between the ins recharger head and the skin over the ins. Patient symptoms of a burning sensation at the device pocket were noted. It was also indicated that there were coupling issues. It was later reported that the patient had a warm feeling at the ins site. Additionally, the patient reportedly saw 'sparks' while recharging. It was further reported that the patient had a 'sensitive' ins pocket. Impedances were all normal and no issues were discovered. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).